Manufacturer narrative:
The manufacturer attempted to retrieve additional information on the reported event. However, no further details have been received to date. Since the device serial number is unknown and device not returned to the manufacturer (tavi procedure was performed), no further investigation is possible at this time. Based on the information reported on the publication, the perceval valve degeneration was attributed to the acute bacterial endocarditis. However, based on the limited information available on the blood culture results, patient's clinical history and device functionality overtime, it is not possible to establish a definitive root cause for the reported event. It should be noted that endocarditis is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device. Should any additional information be received in the future, the manufacturer will provide an update to this reporting activity.

Manufacturer narrative:
Unknown device disposition / not explanted.

Event description:
The manufacturer was informed about this event through the paper ''the matryoshka procedure'' by tomai et al. Based on the information reported in the paper, in 2015 a perimount 21 mm bioprosthesis and a valsalva 28 mm dacron graft were implanted in the aorta along with a mitral annuloplasty. After 5 years due to early degeneration and mitral disease a tavi was performed. A perceval pvs 23mm was used as a tavi for perimount and a mosaic 27mm was implanted in the mitral valve. A pacemaker was implanted due to av block. Six months later the patient was suffering from acute bacterial endocarditis resulting in bioprosthesis degeneration and severe heart failure which was partially controlled by medical therapy. The patient was hospitalized and developed covid. A CT scan demonstrated the in-folding area of the perceval valve inside the perimount valve. After 2 months of cardiac rehabilitation a second tavi was performed, where a sapien 3 was implanted inside the perceval 23mm. After bioprosthesis deployment the peak-to-peak lv aortic gradient reduced from 51mmhg to 16mmmhg. The patient was discharged in good clinical condition.